Event description:
During placement of the interbody fusion device at l5-s1 it was noted that the pt had severe osteoporosis and an incompetent anterior longitudinal ligament (all). A previous attempt to implant an interbody using anteriorly packed bone graft to act as a stop resulted in the interbody being pushed through the all into the retroperitoneal space. The same procedure packing bone graft was repeated with a larger height interbody. Upon insertion of the implant, the interbody was pushed through the all into the retroperitoneal space. Device was not retrieved. Procedure was completed using an alternate fixation/fusion device.

Manufacturer narrative:
Device not returned for eval. Lot history and retained devices evaluated and found to meet quality requirements. Product labeling reviewed and found to describe pt selection and sufficiently warns that use in pts with progressive degenerative characteristics may adversely affect the device's ability to meet performance requirements. Cause of event determined to be the prior condition of the anterior longitudinal ligament. Device's contribution to the event cannot be firmly concluded. Report is being submitted due to the device's involvement in the event.